Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was stated that the customer passed away. The cause of death is unknown and it is unknown whether or not the customer was wearing the insulin pump at the time of death. It was stated that the customer had several health issues and it was believed that the death may have been due to heart problems. An attempt to reach the customer's brother to return the insulin pump was not successful. A second phone call was made and the customer's brother stated he did not know where the insulin pump was.